Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. Internal complaint reference: (B)(4).

Event description:
It was reported that during a biopsy procedure "saline was spraying out where the numbers are displayed and no tissue samples were able to be taken". No patient or user harm was reported. A second device completed the procedure successfully.

Manufacturer narrative:
The returned device passed all functional testing which included sample acquisition testing. The reported complaint cannot be confirmed.